Manufacturer narrative:
The pump passed all operating currents tests. However, the pump alarmed compromised force sensor system during the prime test and motor error alarm during the basic occlusion test due to a loose/protruded drive support disk. The motor was tested outside of the device and it passed. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system during the prime process; insulin was squirting out during the manual prime process. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the rewind and prime issue. The insulin pump was not bumped or dropped. However, the drive support cap was loose. The customer also mentioned receiving intermittent motor error alarms less than a year ago. Troubleshooting did not occur since the customer did not have the insulin pump with them at the time of call. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.